Manufacturer narrative:
Apoc incident # (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a 77-year-old coronary artery disease female patient. There was no additional patient information available. Return product is not available for investigation. Date: tested results(sec): heparin dose: heparin time: (B)(6) 2026 , 6000, 08:12, (B)(6) 2026, 08:26, 158, (B)(6) 2026, 4000 , 08:27. (B)(6) 2026 , 08:41, 112, (B)(6) 2026 , 08:48 , 117, (B)(6) 2026 ,09:01, 153, (B)(6) 2026 , 09:02 , 163, (B)(6) 2026 , 09:25 , 307, at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.